Event description:
It was reported the patient presented in clinic for follow-up. A firmware update was attempted but the leadless pacemaker (lp) was unable to download the firmware and went into backup mode. Programming changes provided by technical services were able to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The reported rom mode during firmware download was confirmed. The merlin log shows that the vr lp appears to have the updated firmware and in normal operating mode upon interrogation. After loss of telemetry during the interrogation, the programmer detected old firmware version via the openlink command, which was corrupted. The programmer prompted the user to reload the firmware, which was successful. The root cause appears to be corrupted bytes returned from the openlink command.